Event description:
A surgeon reports, a haptic fell off the intraocular lens (iol) during insertion. The lens was removed and replaced during the initial surgery. The patient has a history of laser treatment for background diabetic retinopathy, but it was not active prior to the iol surgery. Pre-op retinal testing predicted potential vision of 20/30 and at 1-month post-op, ucva was 20/50. Topical antibiotic drops were continued through the 1-month post-op visit. The association between this event and the iol is not known. Additional information has been requested.

Manufacturer narrative:
The complaint device has not been received for evaluation. Product history records were reviewed and indicate the product met release criteria. There have been no other complaints reported for this lot of product. This report was mailed to the FDA on: 12/20/2007.